Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer initially called to report he was receiving repeated meter bg now alerts. It was found that the customer had not calibrated the sensor since (B)(6) 2013. Customer was advised to change the sensor and call back if issue persisted. The customer called back on (B)(6) 2013 to report that he inserted a new sensor the morning of the call and he experienced high blood glucose of 426 mg/dl. The customer treated with the insulin pump and would be treating with manual injection as well. The customer mentioned that he is brittle and if the insulin pump or sensor are not functioning properly, his blood glucose can go from 70 to 400 mg/dl in 4 hours. No issues with the set, site or insulin pump were found during troubleshooting. The high pressure test was not performed as the customer did not have a tubing clamp. The customer stated he would like to upgrade to a new insulin pump and would be calling for assistance.